Event description:
It was reported that contact #0 had impedance > 10,000 ohms. It was stated that approximately nine months prior to the report the patient had had a fall and fallen directly on the ins (implantable neurostimulator). Programming around contact #0 was done and the patient got better coverage. It was vastly improved but "they were still working with it." Almost one week later it was reported that impedance test run on the day of the original report showed all electrodes >10,000 ohms. When reference electrode was changed, only electrode 0 was >10,000 ohms. There were no previous impedance measurements in the patient chart, so it was unknown if the high impedance had been there prior to the fall. Programming was adjusted (electrode configuration and pulse width) to improve coverage pattern. It was noted that electrode #0 had been in original configuration and remained in final configuration. The patient had ¿good coverage¿ in area of pain and it was stated he was happy with how stimulation was working.

Manufacturer narrative:
Concomitant medical products: product ID 355028, lot# n308452, implanted: 2011-(B)(6), product type accessory, product ID 355028, lot# n303415, implanted: 2011-(B)(6), product type accessory, product ID 3708220, serial# (B)(4), implanted: 2011-(B)(6), product type extension, product ID 3708220, serial# (B)(4), implanted: 2011-(B)(6), product type extension, product ID 3550-p4, lot# n311952, implanted: 2011-(B)(6), product type accessory. (B)(4).